Manufacturer narrative:
Section a4, a5, a6: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced a refractive error with a preloaded monofocal intraocular lens (iol) in the right eye. The issue was first identified during a post-operative (op) examination. Best corrected visual acuity (bscva) pre-op was 20/50 and bscva post-op was 20/80. An iol exchange was performed and replaced with another johnson & johnson lens, model dib00 19.5 diopter. There was no unplanned vitrectomy or unplanned incision enlargement required. There was no delay in procedure. The patient outcome is unknown at this time. No other information was provided.

Manufacturer narrative:
Additional info: additional information was provided and the surgeon reported the patient outcome as the patient is doing great and very happy now. Visual acuity (va) 20/30 and the patient reads well too. The replacement lens is the same model and 1.5 diopter difference and there was improvement in vision. The event could be attributed to some calculation issue which would have occurred during the initial surgery and not due to any product quality issue of the original lens. Hence, this event is no longer considered a reportable serious injury and no further information will be provided. The following sections have been updated accordingly: section a5: ethnicity: not hispanic. Section a4: weight: is unavailable. Section a6: race: white. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.